Event description:
Additional information was received from mother noting that patient's generator site is red and hurts which causes sleep disturbances at night. Patient was noted to undergo a cat scan which showed that the infection was gone but mother notes the patient's skin around the device is turning black and crusting over. More information was received form the physician noting that the cause of pain is due to the presence of the vns device, and due to the concern of indolent infection or rejection of the pulse generator due to metal allergy. It was also noted that the device is protruding through the chest wall. The area of the vns pulse generator was also noted to erythematous and tender to the touch with desquamation of the skin. Skin was noted to not be black. Patient has been explanted and was noted to preclude serious injury due to concerns of indolent infection. Device evaluation is not necessary as it will add no value to the investigation. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's incision site got infected since it was warm to the touch, inflamed and had a pinkish color. The infection was noted to clear away but the mother of the patient currently notes the generator seems like it moved out of the pocket and is currently protruding. Additional information was received noting that physician has no assessment for the cause of protrusion. Device was successfully interrogated with lead impedance was within normal limits. It was reported that patient was referred to neurosurgery for evaluation and that intervention is for patient comfort only. Device history records were reviewed for the device the device passed all functional specifications and quality tests and was hp sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.